Event description:
No pump was returned for evaluation. Therefore, the complaint could not be confirmed or refuted. An internal investigation was opened to address this issue. Per the customer, they were able to clean the av pin and perform a successful test infusion. The pump was returned to customer use. A history review of the service records for this device, serial number (B)(6) prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: nurse reported: "IV pump with a furosemide continuous infusion began red alarming at 0055 (B)(6) 2025. The screen read- service needed. Warning, pump problem, infusion stopped. Tubing and cassette set was removed from the IV pump, both appeared to be intact and so the continuous infusion was moved to a new pump. IV pump was marked with tag and placed in nt7a soiled utility room. Serial number is (B)(6). Another nurse replied: "unfortunately the pump is already gone from our soiled utility room. I am reaching out to those involved to see if a patient safety event was completed. I do not see anything and do not have a clinic number." Nurse replied: "I wanted to share with you an event from the weekend that impacted the ivenix pumps. The staff were able to take pictures to share more about the alarms." Vice president, corporate accounts emailed: "thank you for sharing and reporting this issue to our support team. Support team is onsite today and a clinician is joining this afternoon should you need their assistance to look at this further. Please follow your process to get this device to htm so our team can pull the event logs immediately to begin investigating what may have contributed to these alarms." Patient harm unknown. Customer has been asked for the logs. 10/1 log files uploaded. 10/02/2025- biomed reported: ran a test infusion and retrieve the logs afterwards. Ran with no issues. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.